Event description:
It was reported that there was event with a "screw". According to the information received, the patient have an infection of knee joint after op. Further information is not available.

Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 6. The event is filed under internal karl storz complaint ID (B)(4). Upon evaluation of complaint data and the consultation of the product manager, the infection only occurs after the operation, since the screws were delivered sterile. Based on the received information a root cause cannot be determined. We currently have no indication for a production problem or material defect.